Event description:
An issue was reported with the responsiveness of the touchscreen, specifically that the pump screen was frozen and unresponsive to input, preventing interaction. The customer's blood glucose level was displayed as "high," but no specific value was known. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections, and did not require third-party assistance. Although complete pump reset information was provided, the customer opted to reset the pump at a later time, receiving full instructions and acknowledging understanding, with technical support planning to follow up.